Event description:
It was reported that the implantable cardioverter defibrillator exhibited inappropriate shock due to oversensing during sync av operation. Programming changes were performed. The patient was in stable condition.